Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate high readings as compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 6:00am, he obtained the alleged high reading of "145mg/dl." The patient stated that he manages his diabetes with insulin (unknown type and dosage) and increased his dosage to "28units" of an unknown type of insulin in response to the reported issue. Three hours after the alleged issue occurred, the patient claimed to have developed symptoms of "dark vision, sweats, lightheadedness, disorientation, inability to control motor skills and inability to concentrate" and immediately after, self treated with food/drink in response to the symptoms. Later on the same day, at 2:30pm, the patient stated that he tested on another device (unknown type) and obtained a reading of "192mg/dl." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the control solution test result came within range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.